Manufacturer narrative:
The device was not returned to zoll for evaluation. Instead, a zoll field representative evaluated the device onsite. The customer's report was not observed. The device performed to specification. Review of the device log found that the multifunction cable was not shorted as required when performing the 30j shock test. The logs showed that the device did not detect a valid impedance for ECG and a pads short message was not logged. In order to perform a 30 joule self-test the multi-function cable must be shorted to the test plug. This report has been closed as device used incorrectly. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self-test for defib function and failed to discharge. Complainant did not indicate that there was any patient involvement in the reported malfunction.